Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Stent struts 3-6 from the distal end of the stent were twisted and deformed. The crimped stent od (outer diameter) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon advancing, the device got caught in a calcified area and the stent was deformed. The procedure was completed with a 3.0x38 non-bsc device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon advancing, the device got caught in a calcified area and the stent was deformed. The procedure was completed with a 3.0x38 non-bsc device. No patient complications were reported.